Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 428 mg/dl with high ketones that were identified as dangerous by a healthcare provider. Suspected cause was due to the pump leaking. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin.